Event description:
Patient additionally reported "swollen lymph nodes," and "silicone retro implant perspiration." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported right side lump, possible folding of device, and intracapsular rupture. Patient additionally reported "swollen lymph nodes," and "silicone retro implant perspiration." The device has been explanted.

Event description:
Patient reported right side "lump", "possible folding of device", and intracapsular rupture. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported right side lump, possible folding of device, and intracapsular rupture. Patient additionally reported "swollen lymph nodes," and "silicone retro implant perspiration." The device has been explanted.

Manufacturer narrative:
Visual evaluation: visual analysis of the photographs identified broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side lump, possible folding of device, and intracapsular rupture. Device remains implanted.